Event description:
It was reported that: "the tube was kinked and leaking. The patient's condition was critical. A medical follow-up examination was required."

Manufacturer narrative:
(B)(4) the details of the complaint were reviewed. No unit was returned for evaluation. Pictures were provided confirming leak and lumen deformation at the junction of the leak. It is unknown if the product had a defect prior to use, or in any unusual stress was subjected to the lumen during use. Also, it is unknown if the catheter was subjected to disinfectants that weakened the material. A device history record review was performed on potential lot based on sales history, and no relevant findings were identified. Based on the information, the most likely root cause of the issue is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the tube was kinked and leaking. The patient's condition was critical. A medical follow-up examination was required."